Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ enteric viral panel kit (ref. (B)(4)) lot 5021181 was performed by the review of manufacturing records, customer¿s data analysis and verification of complaints history. The review of quality control records of bd max¿ enteric viral panel kit lot 5021181 revealed no anomalies that could explain the customer¿s discrepant results. Customer reported false positive results for norovirus (nov) with the bd max¿ enteric viral panel. According to customer, there was no real amplification or no sigmoidal curves, and sometimes bubbles could be observed in cartridges. Customer provided run files (pdf) of run runs 488 from bd max¿ instrument ct3307 for investigation. Samples in run 488 in positions a4 and a5 were identified as problematic by the customer. Manual pcr curve adjudication revealed step dislocations in multiple channels were observed, and it is unlikely these positive results are true amplifications. These results could be related to the bubbles the customer mentioned having observed in the cartridges, since multiple channels are impacted at the same cycle. Overall, bd was unable to find the exact cause of the customer¿s positive results, but based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel assay lot 5021181. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.

Event description:
Report 1 of 2: it was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result with a week pcr curve was obtained. There was no report of patient impact.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result with a week pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.